Event description:
It was reported that the patient presented for follow-up. Multiple ventricular noise reversion episodes were observed. Ventricular sensitivity was programmed previously for the same issue.

Event description:
New information received indicated noise was seen again at subsequent follow-up visit. Noise was reproducible with deep breathing. Increased in capture threshold was also noted. Physician elected to reprogram the device, and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.